Manufacturer narrative:
An extended investigation was conducted for the reported complaint where in the user reported being unable to scan a libre sensor with the librelink app. The user received a message from the app instructing to hold the mobile device near the sensor until a second tone or vibration has occurred. This indicated the device was moved away from the sensor too quickly which prevented the scan from completing. Further investigation was performed and sensor was able to scan successfully using similar configuration and complaint was not duplicated. Therefore, it is not confirmed.

Event description:
A customer reported while using the android version of the librelink application, it could not detect the adc freestyle libre sensor when scanned. On (B)(6) 2020, as a result of the customer not being able to monitor her blood glucose, the customer reported feeling drunk, sleepy, and subsequently lost consciousness. The customer was given glucagon injection and coke (soda) by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted once an investigation is conducted or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the android version of the librelink application, it could not detect the adc freestyle libre sensor when scanned. On (B)(6) 2020, as a result of the customer not being able to monitor her blood glucose, the customer reported feeling drunk, sleepy, and subsequently lost consciousness. The customer was given glucagon injection and coke (soda) by a non-healthcare professional for treatment. There was no report of death or permanent injury associated with this event.